Event description:
The customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. The customer experienced symptoms described as ¿dizziness and sweaty¿ and was unable to self-treat. The customer had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with glucose tablets. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. The customer experienced symptoms described as ¿dizziness and sweaty¿ and was unable to self-treat. The customer had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with glucose tablets. No further information was provided. There was no report of death or permanent impairment associated with this event.